Event description:
It was reported that during kit inspection, the unit did not properly mesh. There was no patient involvement. Due diligence is complete; there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: a3, b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record determined the unit would not properly mesh as the cutter failed. The cutter was replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.